Event description:
Physician reported that pt experienced "pouch dilatation." Pt requested device explant instead of repositioning. Device will not be replaced.

Manufacturer narrative:
Taper ii. Visual examination of the returned device determined the access port tubing connector to be a taper ii. Analysis noted a striated opening in the band tubing consistent with surgical removal of the device.

Event description:
Physician reported that patient experienced "pouch dilatation." Patient requested device explant instead of repositioning. Device will not be replaced.

Manufacturer narrative:
(B)(4). Taper ii. Medwatch sent to FDA on 05/19/2015. The reporter of the complaint was asked to return the product for analysis. The device has not yet been received by allergan. Based upon the serial number and implant date provided by the reporter, the connector type is assumed to be a taper ii. Visual examination may determine the connector type associated with this report. Allergan has not received the product at this time. Therefore no analysis or testing has been done. Pouch dilation is a surgical/physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. See scanned page.